Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial lasik surgery in 2007. Patient had photorefractive keratectomy procedure on (B)(6) 2016 and presented at 1 day post op with diffuse stromal inflammation in right eye that required topical steroid dosage increased and oral steroid prescription. It was stated that the patient no loss of best corrected visual acuity (bcva). The patient complained of tenderness. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2007, right eye pre-op 20/20 -5.75 x -1.00 x 8, left eye pre-op 20/20 -5.75 x -.75 x 155. Bcva from (B)(6) 2008, right eye post-op 20/20 -.25 x -.75 x 172, left eye post-op 20/20 -1.00 x 0 x 0.